Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon review, it was determined that this product falls under a different sublocation. It will be investigated under medwatch: 0001825034-2023-02576. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon review, it was determined that this product falls under a different sublocation. It will be investigated under medwatch: 0001825034-2023-02576.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00659, 0001825034-2023-00661, 0001825034-2023-00664, 0001825034-2023-00678, 0001825034-2023-00679, 0001825034-2023-00680. D10: arcom xl 44-36 std hmrl brng cat: xl-115363 lot: 998050; compr srs prox bdy - lg 42mm cat: 211218 lot: 990150; compr srs mod stem - 6x75mm cat: 211230 lot: 778450; comp rvrs shldr glnsp std 36mm cat: 115310 lot: 838930; comp rvs tray co 44mm cat: 115370 lot: 287200; comp rvrs 25mm bsplt ha+adptr cat: 010000589 lot: 177760. G2: foreign: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported the patient is experiencing severe tingling and pain in right shoulder that interferes with daily living post revision procedure. The patient has received a series of suprascapular nerve blocks and referred to physio, outcome still pending. No additional complications have been reported. Attempts have been made and additional information on the reported event is unavailable at this time.